Manufacturer narrative:
Correction: b2 - selected "other serious", "life threatening" was previously selected.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing noise on the right ventricular (rv) lead resulting in inappropriate anti-tachycardia therapy. No changes or interventions were reported; the device will continue to be monitored. The patient condition was stable.